Event description:
The orsiro drug-eluting stent system was chosen for treatment. After unpacking it was noticed that the stent has been dislodged from the delivery balloon outside of the patients body.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is slightly unfolded and shows signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Contrast medium was observed inside of the inflation lumen and inside of the balloon lumen. The dislodged stent was not returned. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure). It should be noted that the IFU warns against the application of negative pressure prior to the placement across the target lesion.